Event description:
The customer contacted (B)(4) regarding a product complaint on (B)(4) 2013, via telephone. The customer reported that the washer rolled through the mouthpiece and fell from the ez breathe atomizers onto his tongue while he was using the product with asthmanefrin inhalation solution. The customer reported that he did not require any medical interventions or hospitalization.

Manufacturer narrative:
The investigation results and relevant f/u activities will be included in (B)(4) 2013 f/u.